Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was incorrectly reprocessed. The scope had multiple clips stuck inside after a case, they were brushed out and the scratches were observed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.it was confirmed on a photo provided by sbc that foreign material adhered to/clogged the biopsy channel; however, the root cause that made the foreign material remain in the subject device was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue.¿labelingthe suggested event is detectable and preventable by handling device in accordance with the following IFU.IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.